Manufacturer narrative:
Per good faith effort (gfe) response, it was confirmed that the locking caster was ordered and replaced to resolve the reported issue. Also, confirmed that the wheel rolled and was stable. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 requesting a no engineer material only (nemo) parts order for the locking caster to replace the one that had a clicking noise from the wheel, and the brake was catching on the wheel. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse ordered a locking caster per customer's request. Resolution and disposition are pending - investigation is ongoing.